Manufacturer narrative:
(B)(4). Batch # r9517l. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show tissue and a surgical instrument from front view and the clip was noted no properly formed. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot r9517l number, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch r9517l number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip is not clipping well in 4 times trial during procedure. The surgery was delayed, number of minutes is unknown. The procedure was successfully completed. There were no patient consequences.